Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Implant system had a damaged base plate once the box was opened. The undersurface had areas of bonded coating and exposed metal. Intraoperatively they had to switch to a standard tibial base plate.

Manufacturer narrative:
Investigation: according to the information received, we found no failure, only discoloration. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files a material defect or production error can be excluded. There is the possibility that the discoloration is an oxidation effect. No CAPA is necessary.